Event description:
It was reported that the pulse generator gave the message that the device had reached elective replacement indicator, but battery and lead data could not be read. A software download did not restore the device. The device was replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode. The product code could not be downloaded. The battery voltage was at end-of-life (eol) due to normal battery depletion. After replacing the battery the device functioned normally.